Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause is considered operational context.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon burst occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). On the 1st inflation, the 2.25x15 quantum maverick balloon was successfully removed intact from within the patient. The procedure was completed with a different device. There were no patient injuries or complications reported. Patient status listed as "no problem".